Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 500 mg/dl and the current blood glucose was unknown. Customer did not stated any symptoms and treatment related to high blood glucose. Customer stated that they were experiencing under delivery of insulin. No further patient complications were reported. Troubleshooting was not performed since it is declined by the customer. The device will not be returned for the analysis.